Event description:
Per the clinic, the patient had poor skin quality and was prone to dandruff formation. It was reported that the sound processor magnet strength was excessively tight, although this had not been identified earlier. The patient subsequently developed an infection, skin necrosis, and significant wound exudate beneath the sound processor near the implant site. The patient was treated with oral keflex and topical fucidin; however, the condition did not resolve. The device was explanted on (B)(6) 2026. As of the date of this report, it is unknown whether there are plans to reimplant the patient.